Manufacturer narrative:
On 4/12/19, it was reported to mentor that the date of implantation was (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with saline mentor smooth round moderate profile 375cc breast implants has developed autoimmune disorder (hashimoto's disease, rheumatoid arthritis), joint paint, fatigue, depression, brain fog, memory problems, confusion, rashes, itchiness, anxiety and suicidal thoughts. This case was not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
Additional information received on (B)(6) 2019 provided initial reporter information (section e) and patient identifier manufacturer¿s reference number: (B)(4).